Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, opening on anterior, black mold like appearance and yellow biological tissue in the shell. Leak test and microscopic analysis was performed which identified: striated opening on posterior and white calcification (approx. 10%). The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated opening assessed as surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and "patient's concern with the device".

Event description:
Healthcare professional reported left side implant exchange from textured to smooth due to patient's concern with the device and later reported "capsular contracture" baker grade not specified. Device has been explanted.